Event description:
It was reported that a 55-year-old female patient underwent a breast surgery with 325cc mentor memorygel breast implants. Post-operatively, the patient received magnetic resonance imaging and was diagnosed with bilateral rupture as well as bilateral baker grade IV capsular contracture. As a result, the patient is scheduled for removal on (B)(6) 2022. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates reached out for further information, yet multiple attempts were unsuccessful. If new information becomes available, mentor will submit a supplemental report. Refer to manufacturing report number 1645337-2022-09775 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Date of explant: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 04, 2022, mentor received the suspect device for evaluation. The returned device was a 375cc mentor memorygel breast implant. This did not match the device which was initially reported by mentor as a 325cc mentor memorygel breast implant. Additional information confirmed the returned device to be the impacted prosthesis. As such, the impacted product information has been updated to the following: catalog: 3543757, lot number: 1004996. Manufacturing date: 2/4/2004. Expiration date: 2/2/2009. On (B)(6) 2022, mentor completed a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had shell wear on the anterior aspect. In addition, a tear was noted within the shell wear and extending to the posterior view, measuring approximately 4.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed for the new lot number (1004996), and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer's reference number: (B)(4).